Event description:
It was reported that the preloaded intraocular lens (iol) was implanted into the patient's right eye and then removed due to a crack on the lens. From additional information it was learned that it was pre-loaded lens and when implanted the lens into the patient's eye it unfolded the lens and was cracked down the middle. The lens had to be explanted and backup lens was used. No further information provided.

Manufacturer narrative:
Section a4 : unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation.. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.